Manufacturer narrative:
Device evaluation of charger modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. As received, the charger was unable to recognize a battery pack. Upon evaluation, there was contamination on the battery road. The cause of the faults and inability to recognize a battery pack is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his charger/modem. The patient's data download revealed multiple charger faults. The patient was issued a replacement charger/modem.